Event description:
It was reported that 1 bd insulin syringe with the bd ultra fine¿needle had a cracked barrel. The following information was provided by the initial reporter translated from japanese to english : the customer reported a crack on the barrel was found before use.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed.

Event description:
It was reported that 1 bd insulin syringe with the bd ultra fine¿needle had a cracked barrel. The following information was provided by the initial reporter translated from japanese to english : the customer reported a crack on the barrel was found before use.